Event description:
The customer reported false positive antibody screening tests with cell #1 of biotestcell 3 on tango optimo. The customer has returned the supposedly defective product and four patient samples that had caused false positives. Our quality control laboratory is still testing the customer's material and different samples and controls. A review of the batch record documentation showed no irregularities, which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported false positive antibody screening tests with cell #1 of biotestcell 3 on tango optimo. The customer has returned the supposedly defective product and four patient samples that had caused false positives. The samples and the customer's material were tested in our quality control laboratory. Three of the four samples reacted negatively, only sample #2 showed +/- reactions with cell #1 and #3 of biotestcell 3. Furthermore the negative control and 14 different edta samples were tested with the customer's reagents and the retained samples of our quality control laboratory and yielded correctly negative results. The negative control was tested three times with the customer's reagents and three times with our retained samples. All reactions were correctly negative. We did not observe any false positive reactions. The four patient samples were also tested in the three phase tube technique with an additional incubation step in the cold (2 to 8°c). Only sample #3 yielded clearly negative results while sample #1, #2 and #4 showed positive reactions in the cold with all three cells of biotestcell 3. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.